Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n476091, implanted: (B)(4) 2014, product type: accessory; product ID 3 778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported since (B)(6) 2015 when the patient turned stimulation up, it tingled on the top of his head and then the back of his head "blew up". It was clarified with the patient that a bump appeared in the back of his head and then went down after about 5 minutes. The patient reported a fall 2 weeks ago and the patient hit his head but "not that hard". The change in therapy or symptoms was considered sudden. The indication for use was non-malignant pain and occipital neuralgia. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported they fixed the lead and nothing was done for the swelling. Although the patient was informed to turn down the frequency, the patient also had headaches on the right side of head and the left side hurt. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the patient reported they fixed the lead, still have pain on the right side of the forehead, right above the eyebrow. If additional information is received, a follow-up report will be submitted.